Manufacturer narrative:
An investigation has not yet been completed for the reported event. A supplemental will be submitted once an investigation has been completed.

Manufacturer narrative:
The device was returned opened in an unmarked plastic tray without the original packaging. Upon visual inspection of the complaint device there was no visible damage observed, however, there was evidence of staples present and the staples were partially fired. The presence of the semi-fired staples indicates that the user attempted to fire the device and it did not operate correctly. A stapler was not returned with the complaint device. Therefore, the returned complaint device could not be actuated to determine root cause of the reported failure mode. The device history record (DHR) indicates the complaint device passed all inspection prior to release from stryker sustainability solutions (sss). The results of the investigation performed determined that the reported issue was substantiated. A review of the DHR supports that the device is unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root causes are: mishandling subsequent to distribution from stryker, om defect and/or received to stryker in non-working condition. This report was filed due to sss being in a 2 year rule for clips misfiring or jamming in device.

Event description:
It was reported that prior to a procedure the stapler reloads failed to work. The procedure was completed successfully without any delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Event description:
It was reported that prior to a procedure the stapler reloads failed to work. The procedure was completed successfully without any delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.